Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to high pacing impedance measurements greater than 2,000 ohms. The high impedance measurements were also verified with the pacing system analyzer (psa). A new ra lead was successfully implanted. No additional adverse patient effects were reported.